Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an uninterrupted operation when starting up during service and maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: front panel button malfunction and damage to the pressure relief valve a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported device issue was not duplicated on inspection. Olympus will continue to monitor field performance for this device.